Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign object at the tip of the cover could not be specified. The subject events can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the horizontal pin of the electrical connector fell off of the colonovideoscope. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign object at the tip of the cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the plastic distal end cover, the protector of universal cord on control section side and the universal cord were scratched; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; the guide pin of the electrical connector was missing; the connecting tube had a wrinkle; the upward/downward angulation control knob has corrosion and the adhesive on bending section cover had white-clouded area. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.